Manufacturer narrative:
(B)(4). Application support manager visited the account. They've reviewed all the usual checks, such as cleaning and sterilization. Talked with surgeon about settings. Suggested decreasing sidecut energy incrementally. Observed one bilateral ilasik case with side cut setting of 0.85, lowered from 0.90. Lifted without issue. Discussed possibly lowering to 0.80. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient had inflammation around the hinge. Date of surgery not provided. Patient required rinsing under the flap two weeks ago. Patient's vision was 20/25 best corrected following the rinse. Surgeon decided to turn the pocket option off.